Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: investigation is still ongoing.

Event description:
Hamilton medical ag received the following event description: low oxygen alarm appeared frequently on the hamilton-c3 device while used with 100% oxygen. The report stated that no health consequences occurred, and no clinical impact was observed. The patient was moved to another ventilator. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: it was reported that frequent ¿low oxygen¿ alarms occurred during ventilation while the hamilton-c3 ventilator was operated with 100 percent oxygen, and an additional ventilator was required to continue patient ventilation. No patient harm was reported. The customer initially reported the event date as 21 oct 2025; subsequent clarification from the physician indicated the event occurred on 06 oct 2025. Log files from the time of the reported event were not available. Logfile review from (B)(6) 2026 did not identify any technical failures or ambient mode activation and showed operational alarms including ¿low oxygen.¿ as corrective action, the o2 sensor, the cable between the mainboard and o2 sensor, and the o2 inlet filter were replaced. Following replacement and observation, the ventilator passed service software checks and has been used without recurrence of the issue. Case is considered closed.